Manufacturer narrative:
Image review: two images were provided for review. There was no computed tomography (CT) scan or executive summary provided for anatomical consideration. Evidence supports a peak to peak gradient >40 millimeters of mercury (mm hg). Evidence supports a non-medtronic valve was implanted into an evolut valve. Potential risks associated with the implantation of the evolut bioprosthesis may include, but are not limited to prosthetic valve dysfunction (regurgitation or stenosis) due to fracture; bending (out-of-round configuration) of the valve frame; under expansion of the valve frame; calcification; pannus; leaflet wear, tear, prolapse, or retraction; poor valve coaptation; suture breaks or disruption; leaks; mal-sizing (prosthesis-patient mismatch); malposition (either too high or too low)/malplacement. Updated data: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the patient's calcified stenotic annulus contributed to the high gradient.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with renal insufficiency requiring dialysis, a history of cancer therapy, was hospitalized for decomp ensation with low ejection fraction (ef). A calcified transcatheter aortic valve was observed and the patient underwent a redo transcatheter aortic valve procedure. During the redo procedure, a mean gradient of 40 millimeters of mercury (mmhg) was measured across the evolut valve. The patient received a 26 millimeter (mm) non-medtronic valve. After the redo procedure, there was no gradient left, and the patient was reported to be doing well. No patient complications have been reported as a result of this event.